Manufacturer narrative:
Unit alarmed unexpected restart error alarm after battery change and resets time/date to factory default due to c13 voltage leak at interface board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that their insulin pump had unexpected restart alarm. Customer was able to clear alarm. Customer reported that the multiple alarms occurred shortly after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.